Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient started a spinal cord stimulation trial on (B)(6) for low mid-back pain but was still experiencing excruciating back pain which the trial may have made worse so the trial leads were removed. It was recommended consulting with a healthcare provider to confirm components were removed as the patient needed an MRI.